Event description:
This spontaneous report was received from a us health care professional and concerns a female patient. She was injected with radiesse(+) into the lateral zygoma, possibly under periosteum (off label use of device), on (B)(6) 2023. Batch number was reported as unknown. On (B)(6) 2023, immediately after the radiesse(+) injection, the patient experienced gray and blanching. The patient was treated by flooding area with improvement (as reported). On (B)(6) 2023, 1 day after the radiesse(+) injection, reported as last night, the patient devolved pustules in area and warm to touch, trouble opening mouth, and swelling side of face. The outcome of the events was unknown. Follow-up information was received on 19-oct-2023: this case was upgraded to serious. The event vascular compression versus vascular occlusion was added. The events swelling side of face, warm to touch, gray and blanching, and trouble opening mouth (clarified as pain) were deleted. The patients initials and date of birth (1987) were provided. The patient was 36 years old at the time of the event. The patient was previously treated with other aesthetic injectables and radiesse. The patient had no history of allergy or adverse events. The diagnosis was either vascular compression versus vascular occlusion. On (B)(6) 2023, immediately after the incident, the patient was treated with warm compress and massage. After the area was flooded with 5 ml of bacteriostatic water, 1 ml of 2% lidocaine and 1 ml of highland oaks (done initially 3 times), there was an improvement of capillary refill, approximately 2 seconds. The patient was treated with aspirin 325 mg and was started a treatment with prednisone for 3 days. The following day, the reporter saw the patient came for a warm compress. Approximately 48 hours after event, the patient started to note pustules scattered over erythemic area on right cheek or injection occurred. The patient was treated with doxycycline 100 mg, twice a day, for 10 days at that time, and was decided to treat the following day since pustules or worsening. A deep, slow massage along with nitro paste for 10 minutes was performed and the patient had significant improvement after the deep massage. Palpable pulse was noted in the face. The patient continued to improve every single day. Overall erythema was getting smaller and smaller. The patient continued improvement of capillary refill less than 2 seconds throughout area. At that time it the medications was adjusted to aspirin 325 mg, twice a day, for three days, started her on cialis 20 mg, for three days, change the prednisone taper 50 mg for two days, 30 mg for two days, 10 mg for two days in a 5 mg dose. The doxycycline was decreased to 100 mg once a day and started cipro 500 mg twice daily, for 5 days. Two days later, the health care professional saw a patient still having one small pustular that was localized and did warm compress with deep slow massage and also did 5 minutes of nitro paste and sent patient to a hyperbaric oxygen chamber for an hour. The patient has significantly improved. Every single day was coming off medications and was supposed to be off medications by friday on (B)(6) 2023. They started hydrocortisone topical, twice a day, for three days. On (B)(6) 2023, it was planned to start a hyper pigmentation serum that was safe for patient and that the patient go into the hyperbaric oxygen chamber again, for an hour continue to improve. She was able to open her mouth without difficulty having mild tenderness that she described as a tenderness to touch as if it was a bruise. Otherwise, patient was resolving and was expected this to completely resolve. The outcome of the event vascular compression versus vascular occlusion was reported as resolving. Due to theprovided information, the outcome of the event pustules was considered as resolving (changed form unknown). Follow-up information was received on 24-oct-2023: the patient continued to improve daily. There was no pain or discomfort opening mouth. At the time of this report, the patient still had some erythema hyperpigmentation which was improving daily. The patient was treated with hylanex, not highland oaks. The reporter felt the patient was going to have a full recovery. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event vascular compression versus vascular occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.